Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms. The implantable neurostimulator (ins) was helping with the left leg pain, but not the pa in the low back. The patient only has one group, and had tried adjusting stimulation; that did not help. The patient noted having met with a manufacturer representative (rep) in november or december. Indication for use included non-malignant pain and degenerative disc disease/ herniated disc pain. Follow-up was performed to determine what led to this event and what steps were taken to resolve the reported event. This event will be updated if additional information is received. Additional information was received reporting the patient¿s pain was worse. They could not do daily activities or exercises because of the pain. The manufacturer representative reprogrammed the device. As of (B)(6) 2016, there was not much relief. The patient stated that they would contact the manufacturer representative for more/better help. They had agreed to the implant surgery because the trial run had worked so well. It was very good. They were not getting too much relief from the pain and were having too much pain after the ins was implanted. As (B)(6) 2016, the patient had seen two programmers and called for another appointment. Additional information received from the manufacturer¿s representative (rep) reported the consumer was reprogrammed and was receiving effective therapy. The pain in the back was due to the implantable neurostimulator (ins) site. The physician discussed options with the consumer and ultimately decided not to move the ins due to various risk factors. It was noted the consumer was pleased with the decision. Additional information received from the patient reported that they were experiencing a loss of therapy. The patient stated that they¿ve been having problems with their therapy since it was implanted on (B)(6) 2016. It was reported that several adjustments had been made, but the patient couldn¿t get the therapy to help them. The patient stated that they had to take hydrocodone to help their pain. In (B)(6) 2016, the patient met with a manufacturer representative for an adjustment and reported that they felt stimulation going towards their heart. The manufacturer representative decreased stimulation from 600v to 450v and the patient was fine. It was reported that the patient felt the implantable neurostimulator (ins) ¿jetting¿ and that it wanted to come out from the back since (B)(6) of 2016. The patient stated that the therapy wasn¿t working for them, but during their trial period it worked great and that¿s why the wanted to have the device implanted. They mentioned that they spoke with their healthcare provider (hcp) and was told that it was too difficult to remove the device. It was recommended that the patient follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.